Event description:
It was reported a patient experienced peritonitis manifested by flu like symptoms, malaise and loss of appetite coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized for the event of peritonitis. The patient was treated intraperitonealy with unknown antibiotics (dose and frequency not reported). Pd therapy was ongoing. At the time of this report, the patient was recovering from peritonitis. Additional information was requested, but is not available at this time. This report is 1 of 3.

Manufacturer narrative:
(B)(4) a review of all batch record documents was performed for potentially associated lot number h13k04120 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).